Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose of 468mg/dl. Customer states that customer had a surgery and has forgotten how to bolus and was off to pump while due to surgery. Insulin pump will not be return for analysis.